Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm that the wake button was stuck. Customer addressed the issue by pressing the button a few times. There was no adverse impact to the customer.